Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the customer had false positive aerobic bottles flagged on 25th november."

Manufacturer narrative:
H.6. Investigation: a complaint of "drawer b false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer was dispatched, agitation flag pcb and pcb board controller for stepper motor were replaced to resolve the issue. The complaint is confirmed. The root cause is related to "faulty agitation flag pcb and pcb board controller for stepper motor". Review of device history record for instrument serial number, ft2212 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 9/19/2012. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the customer had false positive aerobic bottles flagged on 25th november."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated that results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "the customer had false positive aerobic bottles flagged on (B)(6)."